Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the half height drawer 5.1 was not detected on bus. A field service engineer (fse) seated row board cable at and customer able to recover successfully issue was resolved and logged into the hardware test application and performed the final test on the main half-height drawer (5.1), which passed successfully. As part of proactive maintenance, tested all drawers and slides to ensure proper functionality and then opened the top cover to inspect the connections in the electronics drawer and removed accumulated dust beneath the top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed and device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.